Event description:
The customer reported that there are some segments missing in the display. No patient harm reported.

Manufacturer narrative:
The complaint was verified, missing segments. The monitor is past end of service and was scrapped. Covidien ref # (B)(4).